Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella cp was returned for evalulation. Upon visual inspection, no damage to the pump was observed. No biomaterial was present on the pump. Pump was run in a bucket of water for approximately 8 minutes and no low flow was observed. Rt log shows slightly saturated pump flow and motor current from start of case. Suction alarm at time of drop in pump flows noted. Rt log at time of first suction alarms shows drop in flows with slight saturation after motor current decreases. Spikes in placement signal also observed right before flows decrease. Clinical details noted that pump was on p-auto at the time of suction alarms and device position was checked and confirmed to be correct. The root cause of the low pump flow cannot be definitively determined as the low flow was not reproduced in the lab and no abnormalities with the pump were observed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp was inserted and percutaneous coronary intervention was completed. Post-procedure, the peel-away sheath was removed and the repositioning sheath was advanced. Suction alarms were present with low flows. The waveforms were decoupled. The impella position was optimal under fluoroscopy. The physician decided to remove the impella. There was no harm to the patient.